Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #97335. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates yes, nose shroud cracked/broken yes, staples in nose yes, staples in track no, trigger engaged with precock yes. Functional tests & results: cylced instrument yes. Analysis conclusion: based upon the inquiry info received, the visual examination and functional tesing, it was confirmed that the instrument possibly "jammed" due to yielded nose weld. The instrument fired two staples at once and one staple remainded in the nose. No further testing could be perfomred since the instrument was empty. No conclusion could be reached as to how the nose weld became damaged. Co reviews each incident as it occurs in order to continuously improve the products and process.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.